Event description:
It was reported that patient presented in hospital with diaphragmatic twitching. Upon interrogation, the device was found to be in back up vvi mode. The device was successfully restored to normal function. The patient will be monitored on merlin.net.

Manufacturer narrative:
.